Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported fluid intrusion. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion which caused the components to fail, the device was retired from service.

Event description:
It was reported a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no patient injury.